Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when at 80% deployment, the valve moved ventricular from a depth of 4 mm to about 12-15 mm. An electrocardiogram (ECG) indicated complete heart block (chb). Subsequent ly, a second transcatheter bioprosthetic valve was implanted along with a permanent pacemaker. It was reported the aortic root angle was about 59 degrees with torturous femoral vessels, which caused tension in the delivery catheter system (dcs). No further adverse patient effects were reported.